Manufacturer narrative:
Customer was also using contour test strips with product information 7080g, 2jc3f03, exp date 09/30/2014, manufacture date 09/01/2012.

Event description:
The customer received a blood glucose reading of 395mg/dl on the contour usb meter. The lab result was 162mg/dl. On a later comparison the contour usb read 61mg/dl and the reading on the doctor's meter in the hospital was 350mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The test strips are to be returned for evaluation. Replacement test strips and new meter were sent to the customer